Event description:
It was reported that the bd autoshield¿ duo safety pen needle was unable to deliver insulin. The following information was provided by the initial reporter: insulin was noted to pool in the unit and not be administered.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle was unable to deliver insulin. The following information was provided by the initial reporter: insulin was noted to pool in the unit and not be administered.